Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The reporter stated that the cuff on the patient's tube would not hold air. A non-routine replacement of the tube was required.